Event description:
It was reported boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during preparation outside the pt, the handle thumb ring detached prior to being advanced down the scope. Since the handle completely detached, the bruch was unable to be retracted back into the sheath. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the complaint device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).